Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17610801l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered a medical device entrapment requiring catheter manipulation. After mapping the left atrium, the thermocool smarttouch bi-directional sf catheter tip became entrapped with the right inferior pulmonary vein (ripv). Physician encountered difficulty freeing the catheter. Once the catheter was removed, a substance assumed to be myocardial tissue was observed on the tip between electrode #1 and electrode # 2. Visually there was no damage seen to the catheter. However, they felt a sharp edge between the first and second electrode. There was no issue with the catheter deflection. No perforation or other complications were noted. Patient was reported to be doing well. There is no extended hospitalization reported. The sheath used was a st. Jude medical agilis 8.5 f. The physician¿s opinion regarding the cause of this adverse event is that it was a product malfunction. It was noted that the catheter was used in accordance with the instructions for use (IFU). The electrode ring edge appearing to be sharp may cause damage to vascular endothelial linings during the withdrawal of the catheter and sheath. In addition, dislodgement of the foreign material inside the patient poses a risk of embolus. Therefore, this issue has been assessed as a reportable malfunction. In addition, since this event required medical intervention (physical catheter manipulation) to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered a medical device entrapment requiring catheter manipulation. After mapping the left atrium, the thermocool smarttouch bi-directional sf catheter tip became entrapped with the right inferior pulmonary vein (ripv). Physician encountered difficulty freeing the catheter. Once the catheter was removed, a substance assumed to be myocardial tissue was observed on the tip between electrode #1 and electrode # 2. Visually there was no damage seen to the catheter. However, they felt a sharp edge between the first and second electrode. No perforation or other complications were noted. Patient was reported to be doing well. There is no extended hospitalization reported. The returned device was visually inspected and foreign material was found stuck on the tip dome and no damage was observed on the tip. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages and no force errors were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection was performed and the catheter passed the test. The irrigation test wasn't performed since the foreign material was stuck on the catheter tip. Then the outer diameter was measured and it was found within specification. Per the material observed, a fourier transform infrared spectroscopy (ft-ir) was performed and the results showed that the foreign material found on catheter dome was identified as biological tissue presumably human. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The root cause of the foreign material could be related to the procedure. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 6/14/2017. The initially reported foreign material was noted stuck on the tip dome of the catheter. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).